Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. A surgical drain was placed and the patient was given antibiotics. There have been no reports of further complications regarding this event.